Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the double trigger handpiece functioned with batteries but not with the electric console. It was reported that as soon as a little bit more load was applied with the 10mm drill, the handpiece stopped working. It was reported that the battery was switched on the same handpiece to finish the surgery without further incident.